Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal not intact. Top case is chipped in front corners, serial number is missing from the display. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced motor assembly with stepper motor, worm gear , leadscrew and clutch halves. Additional repairs included replacement of: installed missing serial number into the display to match bottom case and paperwork. Replaced damaged top and bottom cases, power ac cable receptacle and barrel clamp guide. Upgraded the clamp rod, barrel spring and tapered spring. Installed cable guard. Replaced worn right plunger case. Cleaned, greased and calibrated the device. Device occlusion test and functional tests all passed after repair.